Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm which occurred on the homechoice (hc) during use, fill 1. The baxter technical service representative (tsr) explained the alarm and the home patient (hp) changed the cassette and not the bags. The tsr explained the set was compromised and that new supplies were needed. The tsr ended the therapy and said all new supplies needed to be used. The call completed and therapy ended. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she was unaware of the patient having changed out only the cassette and not the bags. The nurse stated that the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.